Event description:
It was reported that during the procedure two drivers were found to be stripped while inserting set screws. There was no additional surgical information reported and no patient harm associated with this event. This is report one of two.

Manufacturer narrative:
The returned driver was evaluated. Visual inspection showed that the driver appeared to be in good condition; there is no rounding of the edges or material deformation. A functional test with a screw set revealed that the driver mates appropriately and is able to drive a screw set into a cannulated pedicle screw successfully. The complaint is unconfirmed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00428.

Event description:
It was reported that during the procedure two drivers were found to be stripped while inserting set screws. There was no additional surgical information reported and no patient harm associated with this event. This is report one of two.